Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: it was reported by the asr philip yokas the light cord would not shut off once disconnected from its safelight adaptor. The probable root cause/s could be a eed switch assembly malfunction. The device manufacture date is not known.

Event description:
It was reported that the light calbe burned a hole in the drape.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the light cable burned a hole in the drape.